Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt3710/8269938, tgt3115/8401038). On (B)(6) 2013, three year follow-up imaging showed no issues, and the diameter of the aneurysm was 50 mm. On (B)(6) 2014, four year follow-up imaging identified a type ii endoleak of unknown origin, and subsequent aneurysm enlargement to 55 mm. The physician elected to monitor the patient. No further information is available.